Event description:
The customer contacted baxter to report a leaking infusor lv10 found after filling (before patient use). The device was filled with 240 mililiters of 0.9% sodium chloride at the time of the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause is that the tubing at the junction of the luer was cut with sharp object. A batch review has been performed. All release criteria have been met for the production of this lot.

Event description:
Caller reported inform blood glucose results of 501 mg/dl and 234 mg/dl within 1-2 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted when the evaluation results are available or if additional information becomes available.